Event description:
It was reported that the threshold increased, sensing values were low and there was noise on the right ventricular lead. During the revision procedure, the physician noticed a small lesion on the upper part of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted. The outer insulation had cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism. Visual analysis noted apparent lead damage.